Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. Information was then received that the test failure was due to the power cord being twisted. There was no patient involvement when the issue occurred. There was no patient or user harm reported. An order was placed for a replacement power cord.

Manufacturer narrative:
A follow-up was performed with the customer, and it was reported that the power cord was replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.